Event description:
In 2008, the pt was found unconscious by a co-worker and was taken by ambulance to the hospital. She was disconnected from her infusion device. Her blood glucose measured 35 mg/dl. She became responsive on the following day. She was in the intensive care unit for four days and was then moved to another unit of the hospital. No further info is available. Product was requested to be returned for evaluation.